Event description:
The customer reported false reactive alinity I toxo igg results generated on the alinity I processing module for one 31 year old female. The following data was provided: on (B)(6) 2026, sid (B)(6): toxo igg result = 15.9 iu/ml on (B)(6) 2026, sid (B)(6) (new sample taken from the patient): toxo igg result = 14.2 / 14.8 iu/ml toxo igg avidity result = negative on (B)(6) 2026, sid (B)(6): toxo igg result = 15.1 iu/ml. Alinity I toxo igg reference range: < 1.6 iu/ml nonreactive 1.6 to < 3.0 iu/ml grayzone >/= 3.0 iu/ml reactive. On (B)(6) 2026, sample tested from 2 other labs: roche toxo igg result = < 0.18 ui/ml (reference range: < 1 is negative) vidas toxo igg result = negative there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p45-22 that has a similar product distributed in the us, list number 7p45-40 / 45 with 510k/PMA/bla number k210596.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I toxo igg reagent, lot 79221be00. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history record review did not identify any non-conformances or deviations associated with the complaint lot number. The overall performance of alinity I toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency with the alinity I toxo igg reagent lot 79221be00 was identified.

Event description:
The customer reported false reactive alinity I toxo igg results generated on the alinity I processing module for one 31 year old female. The following data was provided: on (B)(6) 2026, sid (B)(6): toxo igg result = 15.9 iu/ml, on (B)(6) 2026, sid (B)(6) (new sample taken from the patient): toxo igg result = 14.2 / 14.8 iu/ml, toxo igg avidity result = negative, on (B)(6) 2026, sid (B)(6): toxo igg result = 15.1 iu/ml. Alinity I toxo igg reference range: < 1.6 iu/ml nonreactive, 1.6 to < 3.0 iu/ml grayzone, >/= 3.0 iu/ml reactive. On (B)(6) 2026, sample tested from 2 other labs: roche toxo igg result = < 0.18 ui/ml (reference range: < 1 is negative), vidas toxo igg result = negative there was no impact to patient management reported.